Manufacturer narrative:
(Conclusion): the coil cables crossed the patient's legs. No padding was used to separate these cables from the patient. This is insufficient distance between the patient and the cables. The system log files indicate some scans with high sar levels. Warning messages were displayed, but the operator accepted to continue scanning with high sar. Also, it was mentioned that the patient had some metallic fittings inside his right leg. Conclusion: the heating was most likely caused by unwanted rf interference. In this case, insufficient distance was kept between coil cables and the patient. The fact that some metallic fittings were inside the leg and the high sar levels may also have been contributed to the burn. These circumstances may well lead to unpredictable rf interference and possibly an rf burn either by the cable of the coil or via a current loop. The instructions for use (IFU) already contain warnings and advice for coil positioning.

Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this event that happened in (B)(6). Problem: patient had an mr procedure. The patient was scanned with the flex-m coil with the feet first into the magnet. The coil was positioned for a lower right thigh examination. The coil cables crossed the legs on the proximal tibias without any padding. Immediately after the examination a burn with a 2-3 cm blister appeared on the right leg (tibia).